Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a de novo lesion located in the 95% stenosed, mid right coronary artery (rca). A balloon catheter for pre-dilatation and a cutting balloon were used prior to implanting a 3.0x15 mm xience v stent. Post-dilatation was performed with a non-abbott balloon catheter and the procedure ended successfully. At a 3 months follow-up, on (B)(6) 2014, instent restenosis (80-90%) was observed in the mid rca. The patient was determined to have a non-response to the clopidogrel. Intravascular ultrasound (ivus) was used to evaluate the restenosis in the lesion showing mla was 1.83 mm2. During removal of the ivus catheter it broke. Optical coherence tomography was then used for evaluation of the restenosis in the lesion. It showed the previously deployed xience v stent was fully expanded with a diameter was 3.0 mm, mla was 1.23 mm2. Proximal to the stented segment had an eccentric lesion with an mla of 2.3 mm2. A 3.0x11 mm non-abbott stent was deployed at the mid rca, distal to the previous stent and a 3.5x14 mm non-abbott stent was deployed at the mid rca proximal to the previous stent. The procedure was successful with a degree of stenosis reduced from 90% to 0%. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.